Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that probably 3 years ago or so her device stopped working and her pain is back. The caller then stated that her device did last a really long time and would like continue therapy. The caller did not proved any other details to this event. No further patient complications are anticipated or expected as a result of this event.